Manufacturer narrative:
H3: fifty-one (51) unopened, unused 22g x 1¿ viavalve sister samples were returned for analysis. Of the evaluated samples, eight samples exhibited unseated seals and/or seal leakage due to excess seal lubricant. The observed unseated seals and seal leakage were highly probable to have occurred due to a fault during the assembly process. Based on analysis, the complaint is confirmed as a manufacturing error.

Event description:
It was reported that the 22g IV catheters from the lot number have faulty blood viavalve. There was patient involvement but, no patient harm. The outcome of the event was resolved.